Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance to reset the pump, resolving the issue with no recurrence of the malfunction code. Customer was advised to continue using the pump and contact support if the issue arises again, indicating understanding of the instructions given.